Event description:
Rec'd letter from nurse unexpectedly in mail. Letter indicates on 7/27/99 while doing a biopsy procedure on a known hiv pt who also had other undetected blood diseases, rn received a puncture wound on right index finger while wiping the closed biopsy forcep. Pt on antibiotic.